Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please not: the following gore excluder aaa endoprosthesis components were implanted and subsequently explanted: pxt261416/lot#05117605, pxc161400/lot#04835495, pxl161407/lot#05104528, and pxl161407/lot#04619056.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the physician unintentionally covered the patient's renal arteries. Later that night, the patient was converted to open surgical repair; the patient tolerated the procedure.